Event description:
Initial report indicated that a pt was experiencing redness and swelling 8-weeks post-op. The surgeon used an allograft during the acl procedure. Additional info was received and indicated that the pt developed a mass approx 2 1/2 months post operatively. The mass was drained several times by the surgeon and showed to be clear fluid. There were no signs of infection within the fluid. After draining a few times, he realized that if he pressed on the fluid mass it decompressed. He showed the pt how to do this and it appeared to be gone the next am. However, during the next day, the mass continued to increase and became more painful. The cycle lasted for 3 weeks and the reaction seemed to calm down and has since subsided. The pt is back in regular rehab and does not exhibit any signs of further reactions.